Event description:
It was reported via repair work order that the brakes were jammed and would not engage due to damaged brass inserts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.